Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 936 mg/dl, and a large ketone level identified as dangerous. Subsequently, the customer had a heart attack as a result of the high ketone level. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg, and heart attack were treated with intravenous fluids, manual injections, long acting insulin, and a stent was placed in the heart. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.